Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smartouch ablation catheter, suffered a cardiac tamponade, which required a pericardiocentesis and extended hospitalization. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 (r10064), stockert (s/n:(B)(4)). Cool flow pump (s/n:(B)(4)). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smartouch ablation catheter, suffered a cardiac tamponade, which required a pericardiocentesis and extended hospitalization. The patient was ablated numerous times over a 2 hour period using an rmt thermocool catheter. The physician believed that he was not able to get enough tissue contact with this catheter, so it was switched out to a smarttouch catheter. The last ablation cycle with smartouch catheter appeared to have significant contact (50 seconds, 35w, 40 degrees, force possibly 45gms and then significant impedance dropped after 15 seconds from 120 ohms to 100 ohms). The physician heard a 'steam pop', which was interpreted as too much rf application to the tissue. Pericardial effusion was noticed 30 minutes post steam pop as the patient's blood pressure dropped and was confirmed by echocardiogram (echo). A transseptal puncture was not performed. The patient was reported to be in stable condition. The physician's opinion regarding the cause of this adverse event is that this is a procedure related due to too much rf energy was applied. No product malfunctions have been confirmed related to this patient injury.